Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured between december 11, 2019 to december 13, 2019 h10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. By the nature of the sample, no additional tests were performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor underinfused during patient infusion. The device was filled with 4800 mg 5-fluorouracil in 0.9% sodium chloride. It was further reported that the expected time of therapy is 46 hours. There was no report of patient injury or medical intervention associated with this event. No additional information is available.